Event description:
Additional information reported that the cause of the reported event was due to a "patient misunderstanding." It was an "abnormal event." No further explanation was provided. There were no abnormal impedance readings noted with the implantable neurostimulator. A x-ray was performed on (B)(6) 2011, and the results were "normal." There was no further intervention performed. The patient did not require hospitalization due to the event. There was no patient injury.

Event description:
Additional information received from the hcp reported that the cause of the event was inflammation around the battery pack, but there was no adverse outcome. The problem resolved on its own and there was no patient injury. It was noted that there was no surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a shocking or jolting sensation from their device. It was also stated, the pt felt a burning sensation, and the device area was "hot to the touch and swollen and red." It was stated, the device appeared tilted "and ready to pop out of skin," and bruised at the corners of the device. It was stated the pt was still getting good pain coverage. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.